Manufacturer narrative:
The device has not been returned; therefore, solventum is unable to verify the leak, identify exact location and root cause at this time. Based on the problem description, a likely cause is a leak at the spike. Possible causes of spike leaks include pulling on tubing instead of holding on to the spike, excessive twisting of spike, excessive force on tubing when removing spike from infusion bag, or insufficient bond of tubing to spike. Spike to tubing bond failure can also be caused by over pressurization of set above 300 mmhg. The manufacturing site tightens luer connections to optimal torque to minimize luers from becoming loose and to avoid overtightening of luers. Luers are known to occasionally loosen during the shipping and transportation process; therefore, warnings are provided that connections must be tightened prior to and during use. IFU states the following: warning: to reduce the risks of biohazard exposure, cross-contamination or infection: ¿ ensure that all luer connections are securely tightened prior to priming set. A review of the batch record showed this lot met all specification for product release and no deviations were found that could have caused or contributed to the reported malfunction. Solventum will continue to monitor.

Event description:
A user facility reported 3m¿ ranger¿ blood/fluid warming high flow set leaked at the outer connection to the drip bags. They also come disassembled. No injuries or medical interventions were required due to the alleged malfunction.